Event description:
It was reported that during a sling procedure in 2004, the physician removed the plastic sheath and tightened the mesh up considerably. When the physician tried to pull it down, it narrowed. Nine days later the patient experienced discomfort and urinary retention issues. The following day the doctor performed a sling revision and a cystoscopy where it was noted that the mesh was eroded into the urethra. The doctor repaired the uretha and cut out the piece of mesh that was under the urethra.